Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Therefore, a product non-conformance or device failure could not be confirmed. However, based on further engineering investigation, the instructions for use (IFU) were reviewed, and based on the alleged sensor measurement failure, the problem may be due to placing the sensor on damaged or irritated skin or placing the patient on the sensor or cable. It may also be due to attaching the sensor to the skin with unapproved devices. Without return of the product edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when connecting this foresight large sensor to left and right side of patients forehead, the left sensor was measuring 60%-65% (as expected for the patient),but the right one showed 30%-35% (medwatch #25800). Replacing the right sensor, the values were the same (medwatch #25801). A third foresight large sensor was placed on the right side and the values were correct. There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received.